Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) tested a sample with a positive antigen test result 4/5 days later with cobas® sars-cov-2 for use on the cobas® 6800/8800 systems and generated a negative result. No information on sample collection or handling was provided. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No reagent issue identified. Although requested no further information or data was provided by the customer therefore no further analysis could be performed. In addition, the customer is no longer claiming a false result, as the antigen test was done 4-5 days prior to the cobas 8800 test. (B)(4).